Event description:
A customer reported to baxter (B)(4) of an extension set w/polyethylene lined tubing & .22 micron filter in which the nurse found a leak on the extended life filter during use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an extension set w/polyethylene lined tubing & .22 micron filter in which the nurse found a leak on the extended life filter during use was not confirmed during sample evaluation. One companion sample was available at the plant for evaluation. No visual defects observed that could cause a leak. The sample was pressure tested with water at 8 psi-45psi resulting in no leak observed. Assignable root cause of the reported condition is unknown. The companion sample was working within specification.